Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Caller states since calling on (B)(6) 2017, the patient can feel stim now that its on, but they were still up every 15 minutes all night going to the bathroom and its continuing to (B)(6) 2017. Patient couldn't sleep because they still have urgency and has to get up to go to the bathroom. Patient reported a false urgency. Patient said they will feel like they have to urinate, but after getting to the bathroom, nothing comes out or sometimes it will come out. Patient said a dripple or they feel like they have to bear down. When it does actually all come out and the patient urinates, they feel like they have to go again immediately after. It was reviewed that it may take a few days for the body to adjust after turning stimulation on. Patient wants to try increasing. Patient increased their stimulation from program 2 at3.4v to program 2 at 3.7v. Patient will monitor their symptoms since the change and will follow up with their healthcare provider (hcp) loss of therapy if the issue doesn't resolve. No device issue alleged. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient had increased the stimulation and was still experiencing the symptoms of being up all night, constant urgency, and, when they went into the bathroom, they would have pain and pressure. Prior to reporting, they turned the stimulation up to 5.0 and it wasn't working, yet. It was noted that the symptom return was sudden, starting the week prior to the report. Prior to their implant surgery, they had a fistula and numerous surgeries. On (B)(6) 2017, it was reported that they wanted to change to program 3. They were on program 2 at 5 v at the time of the report. They had an unrelenting release of urine, to the point where their bladder felt pressure and pain. They would release buckets of urine and felt like they were full of urine immediately after they went. This would go on all night and, for the most part, all day. They were urinating on their sofa and had to wear diapers, noting that it was really bad. They hadn't gotten better and wanted to try every option available. It was noted that their hcp hadn't been available for months, so they had an appointment on the fol lowing monday with their gynecologist. The patient noted that they were notorious for urinary tract infections (uti), but did not report that they currently had one. They changed to program 3 and was going to continue to move it up to where they can feel the vibration. There were no further complications reported or anticipated.